Manufacturer narrative:
B5: information added. H6 impact codes added: imaging required and medication required

Event description:
It was reported that device migration and leak occurred. A left atrial appendage (laa) closure procedure was being performed and the laa was noted to be shallow. Venous access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and deployed yet was under compressed so the wds was removed. A 27mm wds was inserted and deployed, with the device being at the back wall of the laa and filling the entire space leaving a little shoulder but meeting release criteria. The 27mm wds was then released and the closure device implanted. Once released the closure device began to move up and with every heartbeat. The closure device was working itself out of the laa despite never fully embolizing. The closure device was sitting so proximal that flow was noted to be going around the device, so the physicians attempted to snare the device out using a faradrive sheath and a non-boston scientific grasping device, yet it was unsuccessful. One side of the closure device's anchors were engaged, so after an hour of attempting to snare the closure device out, the physicians decided to leave the device implanted. The procedure was concluded. In response to the event, the physician had the patient be hospitalized overnight, and the patient was discharged the following day while being fully recovered. The patient will return in two (2) weeks for a tee. It was further reported the patient returned for their two (2) week post tee as planned, and the closure device remains stable and has not shifted anymore. Yet it is not suitable to have the patient get off oral anticoagulants (oacs) per the physician and will remain on oacs.

Event description:
It was reported that device migration and leak occurred. A left atrial appendage (laa) closure procedure was being performed and the laa was noted to be shallow. Venous access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and deployed yet was under compressed so the wds was removed. A 27mm wds was inserted and deployed, with the device being at the back wall of the laa and filling the entire space leaving a little shoulder but meeting release criteria. The 27mm wds was then released and the closure device implanted. Once released the closure device began to move up and with every heartbeat. The closure device was working itself out of the laa despite never fully embolizing. The closure device was sitting so proximal that flow was noted to be going around the device, so the physicians attempted to snare the device out using a faradrive sheath and a non-boston scientific grasping device, yet it was unsuccessful. One side of the closure device's anchors were engaged, so after an hour of attempting to snare the closure device out, the physicians decided to leave the device implanted. The procedure was concluded. In response to the event, the physician had the patient be hospitalized overnight, and the patient was discharged the following day while being fully recovered. The patient will return in two (2) weeks for a tee.